Event description:
It was reported that the customer inadvertently dropped the pump which resulted in a cracked and unreadable touchscreen. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.